Event description:
Cormet optimom revision after 6 1/2 years.

Manufacturer narrative:
(B)(4) combined initial and final report. Device details, pt notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. However, not all these were made available for the investigation. Device mfg records confirmed that all material and dimensional spec were met for both the femoral head and acetabular cup components. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However. This event occurred outside of the USA.